Event description:
The customer originally returned his olympus trueview ii telescope due to unspecified optics defects. There was no patient harm reported as a result of the above event. During the device evaluation, it was discovered that the light guide connector had become detached. This report is being submitted to capture the confirmed detached light guide connector noted during the device evaluation.

Manufacturer narrative:
This combined initial and supplemental report is being submitted to provide the initially reported event, as well as the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The device was returned and evaluated. During the evaluation, as noted in b5, the light guide connector was found detached. Additionally, the internal lens was damaged, and the unit had image failure due to a misalignment of the objective lens. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is believed that excessive force caused the reported failure mode. Given the condition of the returned device, investigators believe that the failures can be attributed to user error, improper handling, and an application of excessive force. Olympus will continue to monitor the field performance of this device.